Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device had hose damage. It was reported that the device was not used in surgery. It is unk if medical intervention occurred. No add'l info available.